Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan result of 489 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated by consuming food and experienced a seizure and a loss of consciousness. The had contact with a healthcare professional (hcp) who transported the customer to the hospital and obtained a laboratory result of 266 mg/dl and diagnosed the customer with hyperglycemia. The customer was provided with 20 mg of lactate and 40 mg of an unspecified anticonvulsant for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.